Event description:
A report was received that the patients ipg site was very sore, red, and raised. The patient underwent a revision procedure wherein the ipg pocket was repositioned deeper and further down.